Event description:
Upon reviewing medical records on (B)(6) 2014 for subject (B)(6), the study coordinator noted subject was experiencing shortness of breath (sob) during a preop exam for a colonoscopy scheduled for (B)(6) 2014. Subject has a history of copd. On (B)(6) 2014, subject was diagnosed with hypoxia and sent to the e.r. Where they held her overnight for observation. Subject was sent home the next day on oxygen. The physician (a study sub-investigator) phoned the subject to follow-up and subject stated they were doing well but still on oxygen. Subject has a follow-up visit with her pcp and pulmonologist next week, and the physician investigator plans to follow-up with subject again after that visit to see if hypoxia resolved. Subject did have CT performed upon hospital admission for hypoxia and the ablation zone from the study procedure was reported to look very good. Event remains ongoing as of (B)(6) 2014.

Manufacturer narrative:
Additional follow-up with the physician confirmed that the hypoxia issue the patient experienced was due to the ablation procedure and not due to the device itself. The physician stated that the issue would have occurred with any ablation procedure. Pulmonary failure, which includes hypoxia, is a known inherent risk of a cryoablation procedure and is documented in the system user manual. The physician will continue to follow the patient. Galil medical will provide a follow-up report if any additional information becomes available.